Manufacturer narrative:
Information references the main component of the system and other applicable components: product ID: neu_unknown_lead, product type: lead .

Event description:
Information was received from a trial patient. The patient stated that she thought one of the leads had come out and was hanging. She was waiting to hear back from the manufacturer representative (rep). The trial was started friday (B)(6) and was scheduled to go in to have the leads removed the next day. Additional information received from the healthcare professional (hcp) reported that during the patient's trial the lead migrated. Reprogramming were performed.